Event description:
Additional information later received reported the managing hcp had no knowledge of the aspirated yellow fluid as it was never reported to them.

Event description:
It was reported that the volume that was aspirated from the pump reservoir was bright yellow. The health care professional (hcp) reported that they were the only one that fills the pump and the fluid that was put in was clear. The hcp had been filling the patient¿s pump at least 2 years and it had never been discolored. There were no volume discrepancies and the patient had no therapy problems. The medication expires in 2015 and was not in the pump longer than 180 days. The pump was used to infuse baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).